Event description:
In 2005, patient had mesh implant for repair of incisional hernia repair. Patient developed pain in the epigastric area. Surgeon initially felt this pain was secondary to a suture granuloma or a retained staple from a previous surgery. CT scan done with negative findings. Patient continued to complain of pain. One month prior, patient underwent surgical procedure where entire mesh was explanted. Md found hernia recurrence and when mesh was exposed, and found a small area where the ring was fractured. (Fractured ring was reported to be pointed out towards patient's body). Per risk manager-explant surgeon felt mesh was not responsible for patient's symptoms. Two months later, patient is reported to be doing well per risk manager.

Manufacturer narrative:
The subject product has been received and is out for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.